Event description:
It was reported that the customer was hospitalized with a blood glucose reading of 30 mmol/l after getting a button error alarm. It was stated that the buttons were not pressed for three minutes or longer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive esc button. After cleaning the keypad and keypad dome switches, the insulin pump passed functional testing, including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with missing end cap sticker. The insulin pump was received with scratched lcd window.